Event description:
Customer reported that port was broken and device did not charge. There was no reported impact to the customer¿s blood glucose level. Technical support follow-up was declined by the customer, and no further information was available regarding the outcome of the event.